Event description:
It was reported that the device had inaccurate battery run time display and errors on pcu previously sent for investigation and returned. Pcu controller that giving bad battery data warnings. It will be continually throwing up the <5 minutes battery time warning even after battery conditionings that have succeeded and the battery data on these conditioning runs showing good battery data. It's done this on two separate batteries, one of which was brand new. There was no harm to patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had inaccurate battery run time display and errors on pcu previously sent for investigation and returned. Pcu controller that giving bad battery data warnings. It will be continually throwing up the <5 minutes battery time warning even after battery conditionings that have succeeded and the battery data on these conditioning runs showing good battery data. It's done this on two separate batteries, one of which was brand new. There was no harm to patient.

Manufacturer narrative:
Correction: omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, reason code for no evaluation - if other specify, imdrf annex a grid, g, b, c codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the device had inaccurate battery run time display and errors on pcu previously sent for investigation and returned. Pcu controller that giving bad battery data warnings. It will be continually throwing up the <5 minutes battery time warning even after battery conditionings that have succeeded and the battery data on these conditioning runs showing good battery data. It's done this on two separate batteries, one of which was brand new. There was no harm to patient.